Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the machine makes a buzzing sound like there is short in one of the wires. The machine was received into biomed and it would not stay on without ac power battery was changed machine was charged over night and worked fine. The next day did not observe any unusual sounds. There was no known impact or consequence to patient.